Event description:
The surgeon implanted a lens but due to a small capsulorrhexis the lens tore the capsule. The lens was removed for iol exchange and a vitrectomy was performed. At two weeks post-operative the pt's best-corrected visual acuity was 20/30 +2. The pt is doing fine.